Manufacturer narrative:
Date of report: 01jul2019. Date received by manufacturer: 28jun2019. A touchscreen was return for analysis. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The failure investigation (fi) technician performed resistance testing on the touchscreen the fi technician identified that the measured resistance is out of specification. The root cause of the returned touchscreen was due to the resistance is out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of even: (B)(6) 2019. Date of report: (B)(6) 2019. The manufacturer's field service engineer attempted to calibrate the touchscreen but the screen was unresponsive to touch in various spots on display. The touchscreen could not be calibrated. The fse confirmed the reported touchscreen issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Returned unit to service.

Event description:
The caller reported that the touchscreen was not responding correctly. No patient or user harm was reported. Event date not specified; estimate used.